Manufacturer narrative:
Device evaluation: one portex tracheostomy sample was received in used condition without its original packaging for evaluation. The sample was visually inspected and no discrepancies were found. A syringe was used to pass water through the suction line in order to check for occlusion and it was found that water passes through and back, demonstrating that the suction line was not occluded. To further investigate the issue, relevant manufacturing documents were reviewed and deemed adequate. Flow tests were also audited during thirty two (32) units finding no occlusions. Based on the investigation, the complaint allegation was not confirmed. No fault was found with the returned sample.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that immediately following intubation with a smiths medical portex® blue line ultra® tracheostomy tube, the patient was attempted to be suctioned but the catheter would not pass through it. There were no reported adverse effects.